Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed and chronically occluded target lesion was located in the severely calcified superficial femoral artery. A 1.5x20mm sterling balloon catheter was advanced to treat the target lesion. The balloon ruptured on the first inflation at 6 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.